Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: stent remains in patient at unintended site. Device issue: stent dislodgement. It was reported the 2.25 x 08 mm rx mini vision stent delivery system (sds) was advanced, but was unable to cross the pre-dilated lesion. Upon removal, the stent dislodged. The stent remained on the guide wire, so a balloon catheter was advanced and deployed the stent in the proximal diagonal (unintended site). No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast on the balloon, shaft and in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath and stylet were not returned. The tip length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product noted blood visible on the balloon and in the guide wire lumen. There was contrast on the balloon, shaft, and in the inflation lumen and balloon. This is consistent with preparation and the sds advanced over a guide wire into the patient anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length was measured and met manufacturing criteria. Reportedly, the target lesion was very tortuous and heavily calcified, which likely contributed to the reported failure to advance. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In this case, it is likely that during the attempts to cross the tortuous and calcified lesion, the stent likely loosened such that as force was applied, the stent dislodged. The reported nonresorbable material unretrieved in the body is a secondary effect of the dislodged stent deployed in an unintended location. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, the reported failure to advance, dislodgement and nonresorbable material unretrieved in the body appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.